Event description:
It was reported that the pt has had problems with the healing of her skin flap. A wound separation of the layers in the wound has been observed, along with some necrosis.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure will be submitted as a follow up report.